Manufacturer narrative:
(B)(4). Batch #r92864. Investigation summary: the device was received with no apparent damage. The hand piece was connected to a test device, and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the hand piece. No communication issues were observed at any time during the testing. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is probable that the ingress of moisture affected hand piece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure, the generator could not recognize the device after it was plugged in. All troubleshooting methods were employed without success, and another hp054 was then plugged in, and worked without issue for the remainder of the case. There was a delay of around five minutes to the procedure, and there were no patient consequences.